Event description:
It was reported that prior to a vats lobectomy case, the device would not open after closing. The surgeon opened a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.